Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, occurred prior to a laparoscopic right hemicolectomy. There was no tissue damage. Nothing fell into the patient's cavity. The surgical time was not extended.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The unit was received not activated. The unit had the shipping plug properly inserted. Some white particulate matter was observed on the plug. The white particulate was anti-fog solution and or from the foam bodies of the units. Functionally; the unit was activated. The led turned on and the device was warming. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The product analysis established a relationship between a device failure and the reported incident of particulate matter, as the particulate matter was confirmed to be related to the unit. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred prior to a laparoscopic procedure for prostate cancer. When the nurse removed the plug, a powdery foreign matter came out. A component disengaged into the patient cavity and was retrieved. There was tissue damage. Surgical time was extended 30 minutes or less. To complete the procedure, another device was used. Patient status is no problem.